Event description:
It was reported that the registered nurse (rn) had to restart the home patient (hp)¿s peritoneal dialysis (pd) therapy on the homechoice (hc) machine due to an unspecified issue with the disposable supplies. The step of setup or therapy during which the issue occurred is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.